Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that, a little over 5 weeks prior to the report, the patient went into severe withdrawal. Since the pump replacement, the patient had anxiety attacks, felt very tired and had a smell coming from her body that was so strong that it gave her a headache. The patient was told that it was the morphine and other medications ¿working itself out¿ of her body. However, instead of getting better, it was getting worse. The patient felt so bad that she could not get out and she lost 20 pounds because nothing tasted good anymore and she just did not want to eat. It was later reported that the patient was still having concerns with her device or therapy. After being released following her pump replacement, the patient had no energy and a chemical smell that made her throat, nose and eyes burn. The patient had lost 23 pounds at the time of this report. It was stated that ¿the smell is so strong that I stay hoarse, my eyes still water and I get a headache every day from the smell that comes from me¿. It was like being in a non-vented room with a bottle of (B)(6) poured all around you. The patient hated this. The patient ¿lost one week¿ that she could hardly remember. The patient was still not back to where she was before this event occurred. It was later reported that the patient was having a magnetic resonance image (MRI) of her brain done on 2012-(B)(6) and needed a manufacturer representative present to make sure that her pump started working again following the MRI. About four weeks prior to this report, a dye study was done to make sure ¿everything looks okay¿ and results were normal. However, the patient was still having complications. The patient was sent to a neurologist and it was thought that the patient was possibly having seizures. The patient was still experiencing a bad smell, was very tired, was sleeping all of the time, and had a horrible taste. The patient was ¿just not functioning¿ and that¿s why an MRI was being done. The device system was used to deliver clonidine, bupivacaine and morphine.